Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event on 25-may-2024. The blockage was located in the tubing. No further information available.